Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jul-2023. The most recent information was received on 08-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("slight migration of the implants") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device physical property issue ("essure become distended"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced diarrhoea ("liquid stools"). An unknown time later she experienced device dislocation (seriousness criterion medically important), sleep disorder ("sleep disturbances"), headache ("some headaches"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("sensation of drunkenness"), dry eye ("dry eyes"), flatulence ("severe flatulence"), nervous system disorder ("neurological level: suddenly feeling very hot"), feeling hot ("neurological level: suddenly feeling very hot"), pain in extremity ("strange toe sensitivity to touch"), arthralgia ("joint pain"), tendon pain ("tendon pain (right shoulder)"), back pain ("back pain (vertebrae l4-l5-s1).") And adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the sleep disorder, weight increased, headache, tinnitus, dizziness, feeling drunk, dry eye, flatulence, diarrhoea, nervous system disorder, feeling hot, pain in extremity, arthralgia, tendon pain, back pain and adenomyosis had not resolved. The reporter considered adenomyosis, arthralgia, back pain, device dislocation, diarrhoea, dizziness, dry eye, feeling drunk, feeling hot, flatulence, headache, nervous system disorder, pain in extremity, sleep disorder, tendon pain, tinnitus and weight increased to be related to essure administration. The reporter commented: actions taken to treat the patient in the healthcare facility: comments: gynaecology appointment in (B)(6) 2023 to schedule an implant removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hair metal test] (date unknown): presence of chromium, molybdenum and tin. [Magnetic resonance imaging] (date unknown): adenomyosis and a slight migration of the implants, which have also become distended. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm reference number:(B)(4) on 27-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("slight migration of the implants") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device physical property issue ("essure become distended"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced diarrhoea ("liquid stools"). An unknown time later she experienced device dislocation (seriousness criterion medically important), sleep disorder ("sleep disturbances"), headache ("some headaches"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("sensation of drunkenness"), dry eye ("dry eyes"), flatulence ("severe flatulence"), nervous system disorder ("neurological level: suddenly feeling very hot"), feeling hot ("neurological level: suddenly feeling very hot"), tenderness ("strange toe sensitivity to touch"), arthralgia ("joint pain"), tendon pain ("tendon pain (right shoulder)"), back pain ("back pain (vertebrae l4-l5-s1).") And adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the sleep disorder, weight increased, headache, tinnitus, dizziness, feeling drunk, dry eye, flatulence, diarrhoea, nervous system disorder, feeling hot, tenderness, arthralgia, tendon pain, back pain and adenomyosis had not resolved. The reporter considered adenomyosis, arthralgia, back pain, device dislocation, diarrhoea, dizziness, dry eye, feeling drunk, feeling hot, flatulence, headache, nervous system disorder, sleep disorder, tenderness, tendon pain, tinnitus and weight increased to be related to essure administration. The reporter commented: actions taken to treat the patient in the healthcare facility: comments: gynaecology appointment in (B)(6) 2023 to schedule an implant removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hair metal test] (date unknown): presence of chromium, molybdenum and tin. [Magnetic resonance imaging] (date unknown): adenomyosis and a slight migration of the implants, which have also become distended. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.